Manufacturer narrative:
Concomitant products: low calcium peritoneal dialysis solution (lactate- g1.5%) and low calcium peritoneal dialysis solution (lactate- g2.5%). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. On the same day as the onset, the patient was treated with fortum (1 gram (gm), once a day) and cefazolin (1 gm, once a day) intraperitoneally (ip) for peritonitis. Two days later, the treatment with fortum was discontinued. On the same day, the treatment with amikacin (100 milligram (mg), once a day) ip for peritonitis was started. Two days later, the patient was hospitalized for the event. On the same day, the subject was treated with cefazolin (3 gm, once a day) intravenously (IV) for peritonitis (reported as for 1 day). The next day, intravenous treatment with cefazolin (3 gm, once a day) was discontinued. Eighteen days later, the treatment with cefazolin and amikacin was completed. At the time of this report, the patient had been discharged from the hospital and recovered from the peritonitis event. The action taken with pd therapy was not reported. No additional information is available.